Manufacturer narrative:
Device used for treatment, not diagnosis. Device history records review was conducted. The report indicates that the: DHR review for part #357.372 lot#4378267, release to warehouse date: 02-jul-2002, expiration date: na, manufactured by synthes (B)(4). Mrr (B)(4) was generated for (B)(4) units not having visible welds, (B)(4) units displaying nicks/tapes, and the wrong material listed on the certificate of compliance. The devices were reworked, cleaned, re-inspected, and recertified. The re-inspected devices were dis-positioned as ¿use as is¿ and ¿conforms to specification.¿ thus this nonconformance is not related to the complaint condition of bending/jamming. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and pd eval performed. Multiple malfunctions were reported during a trochanteric fixation nail (tfn) procedure. Of those reported, the following were able to be confirmed: helical blade inserter ¿ 357.372, lot 4378267, mfg 02-july-2002 ¿ bends ¿ confirmed as broken. The helical blade inserter and blade/guide sleeve are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw, helical blade inserter ¿ 357.372, lot 437826. The returned inserter was examined and the complaint condition was able to be confirmed as the locating pin in the alignment indicator and the locking shaft was noted to be broken, inhibiting assembly of the instrument. Replication of the complaint is not possible due to post-manufacturing damage. The alignment indicator is not intended to be struck with a hammer; therefore the locator pin and locking shaft were not designed to be able to withstand the resulting force. In order to fully insert the helical blade, light hammer blows may be necessary on the back of the coupling screw. Clear witness marks are present on both ears of the alignment indicator and are consistent with a sheared off pin. An inadvertent blow to the indicator would shear off the locator pin, which would allow the indicator to spin freely. Additionally clear witness marks are present on the locking shaft. A direct blow to the head of the screw while loosened would be enough to cause the screw to fracture at the component¿s weak point. Helical blade inserter: this complaint condition is the result of repeated hammering and a cumulative sum of multiple miss-struck hammer blows to the alignment indicator and specifically one direct blow to the locking shaft. The components are not intended to receive hammer blows nor were they designed to withstand such blows. The returned condition of the device reveals that the method of use rather than any design deficiency has resulted in this confirmed complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the incorrect size aiming arm, the 125 degree instead of 130 degree, was used. This caused the helical blade inserter to become stuck. When the surgeon attempted to remove the inserter by malleting it bent and the coupling screws flattened. The reporter states that compression nut, wire guide, trocar, and blade guide sleeve were also bent during the malleting. Eventually, the helical blade inserter was removed. There was a 20 minute delay in surgery. Surgery was completed successfully with no patient harm reported. There are 6 devices in this complaint this report is 1 of 1 for (B)(4).